Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that balloon leak, inflation issues and deployment issues occurred. The target lesion was located in the renal artery. A 7.0mmx15mmx150cm express sd renal/biliary stent delivery system was selected to treat the target lesion. When the physician tried to deploy the stent it was noted that the balloon of the stent was "like leaking" and cannot be inflated. The stent was unable to be deployed to the target lesion. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) and stent with a carrier tube/hoop. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The shaft was damaged in multiple locations throughout the catheter. The damage appeared to be deep scratches. When positive pressure was applied with an inflation device filled with water, water emitted from a hole in the shaft 66cm from the hub. The hole aligned with one of the deep scratches in the shaft. The shaft damage is consistent with the reported leak because the damage prevented balloon inflation and stent expansion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).